Event description:
No osseointegration, periodontal disease and diseased mucous membrane at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, inflammation, mobility. Patient is smoker. Same patient as (B)(6).